Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: bleeding from site post deployment. Angiogram showed extravasation for the site. Additional information: during a tavr procedure, ultrasound and micro puncture were utilized to gain a higher access in the right common femoral artery. Vessel size was 7.1mm with no calcium and mild iliac tortuosity. Measured depth for the manta was 5+1=6 and the physician mentioned some resistance getting the manta device clicking together into its sheath, but not related to the bypass tube passing through the sheath diaphragm. Systolic blood pressure was 133mmhg and act was 306. 10000 units of heparin and 50mg of protamine were administered during the procedure. Time to hemostasis was 10-15 minutes. A covered stent and balloon dilatation were performed to treat the bleeding and extravasation. Patient was reported as good/stable after the procedure.

Event description:
It was reported that: bleeding from site post deployment. Angiogram showed extravasation for the site. Additional information: during a tavr procedure, ultrasound and micro puncture were utilized to gain a higher access in the right common femoral artery. Vessel size was 7.1mm with no calcium and mild iliac tortuosity. Measured depth for the manta was 5+1=6 and the physician mentioned some resistance getting the manta device clicking together into its sheath, but not related to the bypass tube passing through the sheath diaphragm. Systolic blood pressure was 133mmhg and act was 306. 10000 units of heparin and 50mg of protamine were administered during the procedure. Time to hemostasis was 10-15 minutes. A covered stent and balloon dilitation were performed to treat the bleeding and extravasation. Patient was reported as good/stable after the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vs I/teleflex revealing the radiopaque lock positioned high above the femoral head region with extravasation present. The radiopaque lock appears to be potentially in the tissue tract proximal to the vessel. A stent placed; radiopaque lock not captured. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 90-year-old female patient, 66kg, presented in the or for a tavr procedure. A higher-positioned access was gained utilizing ultrasound guidance and a micro puncture kit after multiple attempts. High-access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The arteriotomy was 7.1mm, with mild iliac tortuosity, and a measured deployment depth of 5cm + 1cm. The manta instructions for use (lbl-004 r b) warns not to use manta if there is marked tortuosity of the femoral or iliac artery. No issues were encountered advancing or withdrawing the 14f expandable p rocedural sheaths. Following the tavr, activated clotting time was 306, heparin and protamine were administered, and an 18f manta was deployed to the measured depth in the right common femoral artery. While attempting to advance the manta delivery handle into the sheath hub to click together, the physician felt some resistance. The manta instructions for use (lbl-004 r b) states in step 3: insert device: do not advance the manta closure fully into the sheath if significant resistance is felt, indicating that the anchor is meeting resistance in entering the vessel; reposition the sheath by slightly retracting the sheath if necessary. Following deployment, bleeding was seen at the access and a post-procedure angiogram indicated extravasation also at the access site. Balloon angioplasty was applied to tamponade, a viabahn-covered stent was deployed, and the time to hemostasis was ten to fifteen minutes. Post-procedural bleeding is a common occurrence following any closure device deployment. There are many potential causes for post-procedure bleeding. The root cause of this extended hemostasis requiring a covered stent is potentially user error due to the high access site, tortuosity present, and continuing to advance the device while experiencing resistance. A high positioned access can cause the ma nta implant to not catch on the vessel wall properly during deployment causing an ineffective seal at the access site. The severity of harm is ranked as a 4 due to endovascular intervention requiring stenting and ballooning being used as a treatment. The IFU procedural requirements indicate that activated clotting time (act) should be below 250 seconds prior to closure. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.